Manufacturer narrative:
A review of the document history for the manufactured lot did not indicate any abnormalities in its production. Any missing or incomplete data on form 3500a is the result of information not being provided or released by he reporter despite mult iple attempts to obtain the required information. Attempts to obtain the information are documented in the complaint file. The device was used for treatment and not diagnoses.

Event description:
The customer reported during thyroid surgery the patient suffered from a low oxygen supply. A delamination of the interior of the emg tube at the distal end of the distal end. The endotracheal tube was exchanged for a new one during the surgery the customer reported there was no consequence to the patient. The returned item was inspected by inserting 20cc of air into the inflation assembly port. A visual examination of confirmed the interior of the emg tube had a delamination of the inner surface under the inflation cuff. While the device that is the subject of this report is not sold in the u.s. And does not have a 510k, a similar emg tube (different material/design) is sold in the u.s. Under 510k (B)(4).